Event description:
It was reported that the pt experienced a fracture of the rotating hinge knee femoral component. The revision surgery also included the removal of the posterior augment block which was used in conjunction to the femoral component.